Manufacturer narrative:
An evaluation of the suspect devices revealed both implants were properly manufactured and released in accordance with design specifications. The information provided stated that 4 month post-op x-rays revealed no problems or irregularities. During the 16 month post-op visit the fractured screws were detected within the patients s1. X-rays and information whether a fusion had occurred has not been supplied. Since the reported broken screws were noticed at 16 month post-op it is assumed that a successful fusion had not occurred which may have led to a fatigue failure over time. Illico screws are indicated per the illico instructions for use ((B)(4)) for "temporary internal fixation and stabilization during bone graft healing and/or fusion mass development". Screw failure occurred by mid-shaft fracture on both the screws; transition point between the tapered end to the constant minor diameter at approximately .47". This taper is designed to increase wedging and compaction of the bone during insertion, providing more secure fixation be reduces screw toggle. It also provides increase strength at a potential bending (and thus potential failure) zone, where the screw exists the pedicle is unsupported by bone, and is nearly a universal feature of pedicle screws. Failure occurs at the near end of this taper region because of the change in stiffness due to transition in the minor diameter; this is a typical point of failure for pedicle screws when a construct is loaded in a atypical fashion or is exposed to non-standard stresses, such as patient has non-fusion (may be in this case), or receives a sudden impact. The caudal screw(s) generally fail in the construct since these screws experience the highest stresses due to the fact that they are anchored in the construct. In this reported event, both the screws failed the caudal level s1 with the implantation being performed at l4-s1. The screw appears to be manufactured correctly and the design appears to be appropriate based on the similarity to existing systems (zodiac) and the evidence of only a few isolated issues out of a large number of cases. Thus unknown clinical factors/circumstances related to either the patient or procedure caused the screws to fail.

Event description:
An international customer ((B)(6)) reported a patient returned to the surgeon 16 months post-op and indicated she had some pain without any other neurological problems or limitations. X-rays taken at the time discover both anchors located within the s1 had fractured and broke. Revision surgery took place on (B)(6) 2012 in which the proximal sections of both fractured screws were removed and replaced with an alternative alphatec device. The illico mis posterior fixation system was originally implanted in the (B)(6) female patient's l4-s1 in (B)(6) 2011. X-rays taken during a four month post-op visit detected no irregularities.

Manufacturer narrative:
The proximal sections of both the suspect devices are in route from the international customer. Upon receipt the implants will be evaluated and a follow-up submission provided. Both fractured devices are identical in description and use but were manufactured under individual lot numbers: 73865-40; ti cannulated polyaxial screw 6.5mm x 40mm, lot 635952 manufactured 10/11/2010, lot 636004 manufactured 10/11/2010. The distal sections of both illico screws remain securely entrapped within the patient's sacrum.